Event description:
A patient reported a malfunction claim during a renewal call but declined a transfer to customer technical support. There was no adverse impact to the customer¿s blood glucose level. No further follow-up was required as the patient did not pursue additional technical support, and no additional actions were documented.